Manufacturer narrative:
The alignment key supplied to the surgeon with the custom distal femur jts implant was of an old shape that was not compatible with the new screws in the implant. The older shaped alignment keys were redesigned on 04sep13, however both the new shaped alignment keys and the old shaped stock remained in stock. The old shaped alignment keys were undergoing a reworking process under a change control. In this instance of the revision for a custom distal femur jts, the surgeon was supplied with an older version of the alignment key, in error. This alignment key had not been reworked and hence it did not fit perfectly over the screw. As per surgeon's suggestion of manufacturing the keys with a longer spigot, the new and the old alignment keys both were already being manufactured with a 10mm spigot. The probable cause for this observation may be the mismatch between the old alignment key and the new screws on the implant. All alignment keys held as stock at stanmore implants have been reviewed. It can be confirm that all alignment keys meet the current specification required to fit the new screws. All implants and accessories are now reviewed before leaving site at stanmore implants. Conclusion: a thorough investigation has been completed. The reported complaint of alignment key not matching the screw has been confirmed. The surgeon was supplied with an old alignment key that had not been processed through the reworking process. The old stock of alignment keys has now been removed from stock completely.

Event description:
This is a supplemental report to 3004105610-2015-00080. (B)(4).

Manufacturer narrative:
This complaint investigation is ongoing; a supplemental report will be provided.

Event description:
The patient was undergoing a replacement of her jts device because her currently implanted device had reached its maximum extension. Following the procedure, the surgeon commented to the company representative that he had experienced some difficulty using the alignment key as the square peg of the new screw did not fit over the key which made it very difficult to align and connect the two components. The surgeon suggested that the company manufacture a longer square peg than 5mm (suggested 10mm) and that the tolerance limits be increased on the key to ensure it fits over the peg. The procedure was successfully completed.